Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was duplicated and attributed to an incorrect configuration of the date within the device. The year was 2051 causing the device to calculate that the electrode pads had expired when they were not expired. The cause of the change of the date could not be firmly established. The device date was corrected and the device passed functionality stress testing and bench handling with no discrepancies observed. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.